Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. 4 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported there was a cot drop event. 1 event had no patient involvement. 4 events had patient involvement, with 3 events resulting in no consequences or impacts to the patient, and 1 event where the patient sustained an abrasion.